Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a product used for kyphoplasty spinal therapy for osteoporotic compression fracture, pain. It was reported that bone cement extravasation occurred, and a piece of cement was detected in the right atrium post-operatively on a non-related scan. The patient remained asymptomatic with no symptoms resulting from the cement in the right atrium. An echocardiogram was planned to further evaluate the cement in the right atrium, and the physician consulted with a thoracic surgeon. The plan was to leave the cement in place. There were no further patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that no further surgery or action is required as the patient had a chest CT which showed large portion of cement had fragmented and they decided there was no further action because the cemented fragmented and was no longer a potential risk.

Manufacturer narrative:
B2: pulmonary embolism as the cement was detected in the right atrium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.